Manufacturer narrative:
The device arrived fully deployed. No timeouts were observed. The pod delivered a total of 55 pulses, with no non-priming immediate boluses delivered. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed, but the cannula was not completely visible.